Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because strips had expired. While the results reported by the customer were not reproducible, the questioned result reported by the customer was found in the memory of the returned meter stored as a control result. The complaint is being verified for the allegation of questionable results based on the noted matrix ID failure. As the manufacturer was not able to reproduce the matrix ID failure a cause for the failure could not be determined.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the customer received the following results on the performa system within 10 minutes: 418 mg/dl and 118 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation.